Event description:
Spontaneous call. Patient's mother states there is excessive leaking from the vent of the spike. No harm to patient. They have a replacement to use. Pt did not miss a dose. Patient has product in hand. Reported to (B)(6) by: patient/caregiver. Dates of use: (B)(6) 2019 to current.